Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil was kinked and stretched at the handshake connection. The burr was received attached to the coil. A test rotawire was used during analysis as the rotawire used in the procedure was not returned. During analysis, the test wire was able to be inserted through the burr, but was not able to pass the kinked and stretched coil. Product analysis confirmed the reported inability to advance the rotawire, as the rotawire was unable to pass the kinked and stretched coil. The reported burr detachment could not be confirmed, as the burr was received on the device.

Event description:
It was reported a burr detachment occurred. A rotapro 1.50mm was selected for use during a percutaneous coronary intervention (pci). During preparation, the rotawire could not pass through the rotapro burr. Multiple attempts to load the device occurred, however resolution was not found. A separation of the burr tip was noted. The separation occurred outside the patient. A replacement device was used to complete the procedure successfully with no patient injuries reported.